Event description:
Laparoscopy cholecystectomy- "while pulling gallbladder out of abdomen with gallbladder in bag the bag tore. Trocar reintroduced into abdomen and pushed a piece of plastic bag out through trocar. Instead of bag tearing bag fragmented." Patient status- patient is unharmed.

Manufacturer narrative:
Investigation summary: the retrieval bag of the event unit were returned for evaluation with two punctured holes. Upon inspection, engineering confirmed that the distal end of the bag was torn. Portions of the tear appeared to be sharp cuts. No stress marks were noted on the bag. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The root cause of the tear and torn piece of the retrieval bag is likely due to contact of the bag with sharp instrumentation. Previous tests have shown breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." And "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.